Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon coming undone inside of me- vagina [foreign body in reproductive tract]. Tampon string coming apart [device breakage]. String coming apart, when you pull out tampon it should come out [complication of device removal]. Case narrative: consumer reported via phone that the string is coming undone inside of her. No serious injury reported.